Manufacturer narrative:
Received only 3 way catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. The sample was visually evaluated and no abnormalities were observed on the sample. Water was introduced through the irrigation funnel and found no difficulty of water flowing through the irrigation lumen and irrigation eye. Inflated the balloon with 35cc water and administered flow rate testing. While inflated, the flow rate was 88ml/min, 91ml/min and 91ml/min. The internal flow specification for a sample of this product type is 25ml/min minimum, so the sample met the internal flow rate specification. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "inject 100-200ml/cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water or 10-15 ml/cc of mineral oil into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder." 1337 = "l" 2199 = "nl" h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was unable to irrigate after a transurethral resection surgery. The saline bag was allegedly connected to the irrigation valve and the clamp of the infusion set was opened; however, the saline did not drip. The catheter was then replaced with the same type of catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was unable to irrigate after a transurethral resection surgery. The saline bag was allegedly connected to the irrigation valve and the clamp of the infusion set was opened; however, the saline did not drip. The catheter was then replaced with the same type of catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was unable to irrigate after a transurethral resection surgery. The saline bag was allegedly connected to the irrigation valve and the clamp of the infusion set was opened; however, the saline did not drip. The catheter was then replaced with the same type of catheter.